Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve had separated after surgery. The valve was implanted for ventriculoperitoneal following hydrocephaly. On (B)(6) 2019, a valve check was performed and the valve was in place located in the peritoneal cavity. The valve work at palpation. On (B)(6) 2019 the patient experienced hypotony with headache and hydrocephaly with normal pressure was detected. X rays of the valve for check show possible disconnection at the level of the ventricular catheter. On (B)(6) 2019, a surgery was performed which show that the valve broke (body of the valve broken).

Manufacturer narrative:
Sample was received for evaluation. Review of the history device records for the valve, product code ns3054 with lot hu5755 was not possible as this lot number was not found in our system. Failure analysis: the valve was visually inspected, a tear/cut in the silicon housing around the proximal connector was noted. The proximal connector was separated from the valve. Root cause: the root cause for the cuts/tear¿s found in the silicone housing and the marks on the connector is due to user error. As noted in the IFU silicone has a low tear/cut resistance. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.